Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 171 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer stated the pump was over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will see their health care professional to discuss possible causes of their lows. Customer just had back surgery and was on medications for that. The customer was inquiring about pump upload. The customer also reported being hospitalized due to a low where their meter was reading 79 mg/dl, and as they were being taken to the hospital, their blood glucose was reading as 29 mg/dl. The customer states the 2 meters they have show inaccurate readings. The insulin pump will not be returned for analysis.